Manufacturer narrative:
G4: 09may2020. B4: 12may2020. Information was received that confirms the touch screen was functioning. Navigation ring not working does not affect the functionality of the ventilator. Unit will continue to function and ventilate patient. The touchscreen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touchscreen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Therefore, based on the information provided, the incident is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported nav ring not working. It is unknown if touch screen is working, if settings were changed, jumping value was accepted and if therapy was changed without pressing a button. There was no patient involvement.